Manufacturer narrative:
Concomitant medical products: products ID: dtpb2d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible oversensing on the right ventricular (rv) lead, along with short v-v intervals observed on ventricular sensing episodes. The lead remains in use. No patient complications have been reported as a result of this event.